Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's batteries were only able to hold a charge for 6 hours then were getting low voltage alarms. The patient was provided 2 new batteries. The patient noticed that the battery attached to the black cable drained at a faster rate than the white cable. The battery life appeared to be adequate but log files were sent in for review. The batteries were replaced before but the clinic wanted to check to see if this was the right action to take or if all equipment is functioning appropriately. The log files were reviewed and it was noted that when the batteries were connected to when they were low charge and it was around 12 hours which was in a normal range. It was noted that the batteries were not at a full charge when connected. At full charge the batteries should have a relative state of charge (rsoc) of 4 volts, these batteries were at 3.5 volts. These batteries were returned. Exchanging the batteries did not resolve the issue. The cause of the low voltage alarms was not determined. Connections were cleaned and the need for calibration was assessed. The low voltage alarms resolved as the patient was educated on the battery life of a heartmate 2. The patient continued to have the same issue with the back power lead over the past few months and was getting low voltage alarms at 60% charge. Changing batteries and cleaning battery clips had not resolved the issue. It was requested that this system controller be investigated event though it wasn't under warranty. The system controller was exchanged and the patient was given a new system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal low voltage alarms was confirmed through this analysis; however, the reported event of premature battery depletion was not able to be confirmed. The submitted log file contained information spanning (B)(6) 2024 and (B)(6) 2025 per timestamp. Intermittently throughout the data, abnormal strings of low voltage advisory alarms were observed. These alarms activated due to the relative state of charge (rsoc) of either power cable briefly fluctuating below and above the designed alarm threshold. It was noted that the initial activation of these low voltage advisory strings appeared to be consistent with the timeframe of routine battery depletion (approximately 11 - 16 hours after fully charged batteries were connected). The pump maintained a speed within the expected range throughout the data. It should also be noted that during some power source exchanges, the controller appeared to be connected to batteries which appear to not be fully charged; this may have contributed to low voltage alarms activating sooner than expected. The heartmate ii system controller (serial number: pcx-16610) was returned for analysis. The controller underwent preliminary and functional testing. Throughout testing, no indications of premature battery depletion on either power cable were observed. Provided information indicated that exchanging two of the 14v batteries did not resolve the reported issue. The connections were reportedly cleaned, and the batteries were assessed for need of calibration. The patient was also re-educated on the expected length of battery life for the system. The root causes of the reported events could not be conclusively determined through this analysis. Incidental finding: wire fatigue within either power cable the heartmate ii instructions for use, section 3 entitled ¿powering the system¿ and heartmate ii patient handbook, section 3 entitled ¿powering the system¿ address how to properly support the system using heartmate 14 volt lithium-ion batteries. This section also cautions the user that as the batteries get older, they support the system for shorter periods of time. The user is instructed to take batteries out of service if they do not give at least four hours of support. The user is also cautioned to clean the metal contacts on the batteries and battery clips at least once a month. The heartmate ii patient handbook, section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage alarms. Heartmate ii instructions for use, section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook, section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook, section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.